Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). This report is for 4 unknown titanium matrix rib plates/unknown lot. Additional product codes: nkb, mnh, kwp, kwq. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that four titanium rib plates had snapped. The patient had the rip plates inserted on the left-side seventh, eighth, ninth and tenth ribs on (B)(6) 2012. Later, MRI images showed the plates had snapped. The surgeon will remove the broken plates. This report is for four unknown titanium matrix rib plates. This is report 1 of 1 for (B)(4).